Event description:
It was reported that during a lap anterior resection the hook component of the probe plus loosened and detached from the shaft. After the surgeon tried to attach it back together, the connection remained loose. He had to open another set in order to complete the surgery. No parts were created or left inside the patients cavity. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2025. B3: event year only reported: 2025. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4 batch #: a9769m. This is an analysis of an image submitted for evaluation. The image provided by the customer shows a probe shaft attached to an eph02. The inner tube was detached form the rotational knob. Based on the photo, the reported event was confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.